Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on 3/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went for his scheduled doctor's appointment. His doctor was unable to get a reading on the office glucose meter. It kept coming up with an error message. Labs were drawn. The daughter was able to get a reading of 66 mg/dl before the doctors appointment. The customer had additional heart medication and a diuretic added to his medications. Labs were drawn and additional medications. Customer was prescribed new medication called spironolactone. Customer's condition improved.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 44 mg/dl. The customer's expected fasting blood glucose test result range is unknown. The customer reported feeling weak and fell at work. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 44mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. The customers' daughter called and stated her dads' meter was giving an e-3 error code. The daughter states the customer has a scheduled doctors' appointment today. While going through the e-3 troubleshooting process the customer obtained a result of 44 mg/dl. The daughter did not want to do a second blood test. She stated she will call the doctors' office for advice and that she has just given her father orange juice. The customer also has glucose tablets available. The daughter does not know the customers expected range.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on 3/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went for his scheduled doctor's appointment. His doctor was unable to get a reading on the office glucose meter. It kept coming up with an error message. Labs were drawn. The daughter was able to get a reading of 66 mg/dl before the doctors appointment. The customer had additional heart medication and a diuretic added to his medications. Labs were drawn and additional medications. Customer was prescribed new medication called spirinolactone. Customer's condition improved. Correction: product was received on 3/23/2017.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 44 mg/dl. The customer's expected fasting blood glucose test result range is unknown. The customer reported feeling weak and fell at work. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 44mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. The customers' daughter called and stated her dads' meter was giving an e-3 error code. The daughter states the customer has a scheduled doctors' appointment today. While going through the e-3 troubleshooting process the customer obtained a result of 44 mg/dl. The daughter did not want to do a second blood test. She stated she will call the doctors' office for advice and that she has just given her father orange juice. The customer also has glucose tablets available. The daughter does not know the customers expected range.